Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. In addition, the patient developed hematoma from the implanted device which was also considered as the cause of infection. The ICD was explanted. There were no additional adverse patient effects reported.